Manufacturer narrative:
Based on the initial report (documentation analysis, endotoxin check results and complaint history) and the assessment by lenstec's medical monitor, lenstec concludes that there was no evidence to suggest that any aspect of this device was responsible for the reported incident. The assessment by lenstec's medical monitor stated that the likely cause of this clinical appearance is retained lenticular material in the anterior segment. Additionally, lenstec is unable to comment on the injector used. Lenstec also confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating " the patient went to the hospital on (B)(6)2025, for treatment due to decreased left eye vision accompanied by redness and eye pain. The hospital intends to diagnose "left anterior uveitis" and admit the patient."

Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any aspect of this device was responsible for the reported incident. Additionally, the endotoxin results were within acceptable limits and we have not received any other complaints from this batch. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "implantation date: (B)(6) 2025, the patient had an softec hdo lens implanted in the left eye; (B)(6) 2025, the patient had an si-uv lens implanted in the right eye. The patient went to the hospital on (B)(6) 2025 for treatment due to decreased left eye vision accompanied by redness and eye pain. The hospital intends to diagnose "left anterior uveitis" and admit the patient. Physical examination upon admission shows vod0.5 vos0.5 (suspected) nct od8.3mmhg os25.7mmhg. Specialized physical examination: left eye conjunctival mixed congestion+, with a small amount of grayish-white flocculent secretion visible in the conjunctival sac; corneal edema+ wrinkles in the posterior elastic layer; anterior chamber medium deep, aqueous flare (+), no pus accumulation in the anterior chamber; iristexture visible; pupil round, approximately 2.5 mm in diameter. Light reflection disappears, and grayish-white flocculent exudate can be seen exuding from the edge of the pupil. The lens is in place, and a membranous substance can be seen covering the front surface of the lens. The rest cannot be observed. Admission ultrasound showed no high-density shadow in the left vitreous cavity; admission blood routine: wbc 7.72 * 10 ^ 9/l, no increase in white blood cells observed. Temporarily rule out infectious endophthalmitis. Patient injury noted."